Event description:
Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported infection to the customer. The nurse reported the patient was hospitalized and diagnosed with a peritonitis infection on (B)(6) 2012. The nurse reported the cause of the peritonitis was due to a hole in the catheter and denies that this was caused by a use error, baxter products or solutions. On (B)(6) 2012, product surveillance spoke with the nurse to inquire regarding the type of catheter. The type of catheter the patient uses is known to the rn. No further information is available at this time. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).